Manufacturer narrative:
This event has been treated in leventon (B)(4). However, it was not possible to assess the complaint. Unfortunately, the defective unit was not kept for inspection and the lot number was not given by the client. Therefore, the evaluation of the detected defect was not possible.

Event description:
Patient's chemotherapy ordered for 3750 mg to infuse over 46 hours using a dosi-fuser 100 at 1.9 ml/hr. Patient was seen to have infuser discontinued and it was noted it had not infused completely. The patient's port was flushed without difficulty and the infuser was reconnected. The patient returned the next day and the infuser was reconnected. The patient returned the next day and the infuser remained half full. The port was flushed again without difficulty.